Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported that on (B)(6) 2021, a signal loss was received on the sensor and as a result experienced a symptom of a loss of consciousness. The customer was able to regain consciousness and self-treated with insulin (type/dose unknown). There was no report of third-party treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.